Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Taxus express post market surveillance study. Same case as MFR report#: 2134265-2009-02333, MFR report#: 2134265-2009-02337. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated three lesions. The first, a de novo, type c, 75% stenosed 3.5x66mm lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3.0x15mm balloon inflated to 14 atmospheres (atms) and the placement of 3 overlapping taxus express2 stents (3.5x32mm, 3.5x32mm, 3.0x12mm) each deployed at 14 atms. Post dilation utilized a kissing balloon technique (kbt) with two 4.0x15mm balloons at 20 & 12 atms. Ivus was performed confirming that the stents were well apposed resulting in 0% residual stenosis. The 2nd lesion was a de novo, type b2, 90% stenosed 3.5x16mm lesion located in the proximal circumflex (cx) artery. Treatment placed a 3.5x16mm taxus express2 stent deployed at 12 atms and kbt using the stent delivery balloon at 12 atms with a 4.0x15mm balloon inflated to 12 atms. Ivus was performed confirming that the stent was well apposed resulting in 0% residual stenosis. The 3rd lesion was a de novo, type b2, 99% stenosed 2.5x20mm lesion located in the 1st obtuse marginal branch. Treatment consisted of pre dilation with two balloons at maximum 14 atm's and the placement of a 2.5x20mm taxus express2 stent deployed at 14 atm's. Post dilation and ivus were not used, but the residual stenosis was 0%. The pt was discharged two days later on aspirin and plavix. On day 143 in stent restenosis was confirmed. On day 154, reintervention treated the 75% restenosed 2.5x20mm target lesion located in the proximal and mid lad using angioplasty and placing an unspecified taxus stent resulting in 0% residual stenosis. The pt was discharged two days later in improved condition. Per the physician, the event was listed as "definitely related" to the device. There were no problems on angina assessment at the 6 month follow up visit.